Event description:
It was reported that the lead warning triggered ten months prior, and the right ventricular (rv) lead exhibited a loss of capture with isometrics and a polarity switch. Recent review of the rv lead measurements indicates normal function, however the atrial lead now exhibits high impedances and inhibition was noted with isometrics. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was further reported that the patients right ventricular (rv) lead exhibited high thresholds, high impedance and a lead fracture was confirmed. The lead has been capped and replaced. No patient complications have been reported as a result of this event.